Manufacturer narrative:
The agent reported patient with failed altivate anatomic shoulder with loose glenoid. Removed glenoid. Revised with augmented baseplate and glenosphere with revision conversion altivate rsp shell and poly. Complaint has been evaluated and is similar to report number 1644408-2021-00961; 521-07-250, s810 - device loosening, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient with failed altivate anatomic shoulder with loose glenoid. Removed glenoid. Revised with augmented baseplate and glenosphere with revision conversion altivate rsp shell and poly